Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the customer had multiple pump errors today. Customer noted that she was just at the gym when the pump started beeping with pump errors. Customer stated that she thinks it was from the sweat as she was wearing the insulin pump under her bra. Customer noticed a crack at the back of the pump at the side of the battery compartment. Customer guessed that it had been there for a month now. Customer's blood glucose was 11.9 mmol/l at the time of the incident. Customer was advised that the pump experienced an unexpected restart. Customer reports that the pump was neither stored nor without a battery for more than 8 hours. Customer stated that the alarm did not occur immediately after a battery change. Customer received multiple pump errors and was advised to revert to a back-up plan. Customer reported that the sweat damaged the electronics inside the pump. Customer was advised that the pump will be replaced in the future.

Manufacturer narrative:
The pump passed the self-test, sleep current measurement, active current measurement, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests. No unexpected pump error 4 alarm was noted during testing. However, multiple pump error 4 alarms were located in the formatted history file. The problem was isolated to the electronic assembly per software engineers. The test energizer battery was removed from the battery compartment and reinserted immediately. Less than 10 minutes, and more than 10 minutes. The pump powered up properly after insertion of the battery and no unexpected pump error 23, pump error 49, or pump error 68 alarms were noted. The pump was received with a scratched case, a cracked case behind the pump at the corner of the belt clip rails, a fading serial number label, a missing display window cover, a pillowing keypad overlay, and minor scratches on the lcd window.